Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was received for evaluation. Placeholder.

Event description:
This is report one of one for complaint# (B)(4).

Event description:
It was reported that during a coronary artery bypass graft procedure, the surgeon put the needle through the intercostal space on the first side and there was a kink in the zipfix just below the needle. As the surgeon was trying to pass it through the second side, the needle broke off before the surgeon could pull it through. The surgeon pulled the needle out, discarded it, and used the extra needles in the pack to complete the procedure without any harm to the patient. The broken needles have been discarded by facility and are not available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.